Event description:
Additional information received reported that the device system was explanted and the components had an 'infectious appearance.' Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that the patient felt like her battery was coming through her skin at the battery site and it felt "bruised, like her skin was stretched over it". It was noted that there was erosion at the device pocket. Patient symptoms of pain and redness at the device pocket were also reported. The reporter indicated that the patient's ins was going to be checked by a medtronic representative on (B)(6) 2013. There was no patient injury.

Event description:
Additional information received reported that the patient stated her "skin was open and that she could see the battery coming out and there was pus." The patient was redirected to her health care provider. Further information has been requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead product ID 3777-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, (B)(4).

Event description:
Follow up information received reported that there were no plans at this time to replace the implantable neurostimulator system. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).